Event description:
Guidant received information that the pt with this implantable cardiac resynchronization therapy defibrilator (crt-d) expired. This device was not included in the recent field advisory. However, magnet use was programmed to off as recommended by the physician notification. The cause of death was reported to have been sudden cardiac death, and external defibrillation was not successful in converting the arrhythmia. It was not reported if the crt-d had delivered or failed to deliver critical shocking therapy, and strips associated with the episode were not available for review.